Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he couldn¿t get his ins to charge since last week. The patient reported that he hasn¿t felt stimulation since (B)(6) 2017. The patient also reported that his ins felt like it was ¿heating up¿ off and on since (B)(6) 2017. The patient reported that he had not been able to connect with anyone at the doctor¿s office. No further complications were reported.